Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the anterior side assessed as surgical damage . Other- technical: black particles observed on the fill channel. No additional observations: no further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "hole, non-specific," and "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "hole, non-specific," "particles in valve"

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "hole, non-specific," and "particles in valve." Device has been explanted and replaced.